Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt is female.

Event description:
On (B)(6) 2012, the lay user/patient emailed lifescan (lfs) in the (B)(6) to report an inaccuracy concern with an lfs meter (unknown brand). The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred approximately 2 years ago when she compared the meter result(s) to another non-lfs meter (unknown name). The patient did not provide any blood glucose values for either device and did not specify if the subject meter read higher or lower than expected. It is not known how the patient was managing her diabetes, nor is it known if she made any changes to her usual diabetes management routine in response to the alleged issue. She claimed that after testing, she developed unknown symptoms and was hospitalized for 3 days (date/time unknown). It is not known what form of medical treatment the patient was given or what her blood glucose value was. Replacement products were sent to the patient. Although no blood glucose values were provided in this complaint, it is being reported because the patient claimed she developed symptoms that required intervention by a healthcare professional after the alleged issue began.